Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified superficial femoral artery. A 6.0mm x 100mm x 150cm sterling balloon catheter was advanced for pre-dilation. However, the balloon ruptured during inflation. The procedure was completed with a 6mm x 150mm sterling balloon catheter. There were no patient complications nor injuries reported.